Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. The cgm was reading inaccurately, and the tandem pump was releasing insulin bolus based on the sensors reading. The patient was playing cards with friends and suddenly he experienced hypoglycemia with seizure, tightening of limbs, lips turning purple and foaming at the mouth. The patient´s wife called 911. The paramedics treated the patient with IV medication and dextrose. The paramedics took the measurements and the cgm reading on the pump was 6.0 mmol/l and the blood glucose reading was 2.2 mmol/l. The paramedics stabilized the patient and took him to the emergency room. There was no information about the treatment administered at the emergency department nor when the patient was discharged. At the time of the report the patient was still feeling weak and ¿like he has been hit by a bus¿. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.